Manufacturer narrative:
97755-s , sn: (B)(6), returned for product analysis. Analysis found cable insulation is peeling away at bottom of strain relief and wires are exposed and no device found message was seen medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient regarding an external device. The reason for call was patient (pt) reported that they were having issues recharging the implantable neurostimulator (ins). Patient stated that all of the device was heating up and the battery was not holding a charge. Patient added that the relay box of the recharger was heating up while recharging the ins. Agent sent a request to repair to replace the recharger.